Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called intensive care to report that hematuria was present. After further questioning, the pt said he had been having tea colored urine for a while. This pt had previous episodes even prior to initial discharge of spike in lactate dehydrogenase (ldh) and at that time he was started on heparin gtt and ldh decreased. He was then discharged from the hospital but readmitted a second time for another increase in his ldh. Heparin gtt started again and ldh decreased and pt was sent home. Pt admitted with elevated ldh and plasma free in the 50's. The pt underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.